Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: 010000664, g7 pps ltd acet shell 54f, 6217038; 650-1162, delta cer fem hd 32/0mm t1, 2016120242; 110003619, biolox delta cer lnr 32mm f, 3409715. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04586.

Event description:
It was reported that patient underwent a hip revision surgery due to infection approximately 1 month post implantation. Patient remained in the hospital for 6 days post revision operation before being discharged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a hip revision surgery due to infection approximately 1 month post implantation. Patient remained in the hospital for 6 days post revision operation before being discharged. Operative reports were received and reviewed. No cultures or lab values available, but hematoma was noted within the hip cavity.